Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with glares on both eyes (ou) at a 3 month post-operative exam. The brief description from the account indicated there was glare at night. Bcva from (B)(6) 2015: right eye pre-op 20/15-1.00 x -.25 x 110; left eye pre-op 20/15 -1.50 x .00 x 90. Ucva from (B)(6) 2015: right eye post-op ucva 20/30; left eye post-op 20/20. Bcva from (B)(6) 2015: right eye post-op 20/20 -.25 x -.50 x 0; left eye post-op 20/20-.25 x .00 x 90.